Event description:
During routine rf ablation procedure in the ep lab the catheter became ensnared in the patient's mitral valve apparatus. Open heart surgery was required to remove the catheter and repair tissue damage.